Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to inspect and clean components of pump but was unable to successfully complete the cartridge loading process. Customer decided to attempt loading a new cartridge independently and planned to call back if issue persisted, at which point the case was closed by technical support.